Event description:
It was reported that the user¿s blood glucose rose to 201 mg/dl after insulin delivery was interrupted when the motor was rewound and the infusion system was connected while filling tubing, leading to no insulin delivery until recognition of the issue; the user¿s sister administered 5 units of subcutaneous insulin and, with agent assistance, loaded a new cartridge and reconnected the ilet. Symptoms included hyperglycemia. Outcomes included no hospitalization or professional medical intervention, and correction with back-up subcutaneous insulin. Investigation included troubleshooting and user education regarding proper cartridge loading and avoiding filling tubing while connected to the body. Investigation of this case revealed use-related interruption of insulin delivery associated with the infusion set and cartridge workflow, without device alarms or malfunctions observed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to setup and handling.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.